Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed on the returned device and the reported balloon rupture and balloon separation were confirmed. The reported difficulty to remove from the anatomy was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on review of the similar incidents, there is no indication of a lot specific issue. The event was further reviewed by an abbott vascular clinical specialist who concluded that the cause may have been be due to the devices interaction with the severe calcium. The investigation determined the reported balloon rupture, appears to be related to the operational circumstances of the procedure. The reported inner member and balloon marker separation appear to be related to circumstances of the procedure, as it is likely that manipulation and/or inadvertent mishandling during retraction, the ruptured balloon encountered resistance with the anatomy and/or other devices used resulting in the separations. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: lunderquist .035; sheath: terumo destination 6fr 45cm. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a procedure to treat an occlusion in the heavily calcified and tortuous mid superficial femoral artery. Non-abbott introducer sheaths were placed in both groins and non-abbott guide wires were exchanged. Angioplasty was performed in both common iliac arteries, with several armada 35 dilatation catheters. During the third inflation with a 9.0 x 60 mm armada 35 balloon dilatation catheter, the balloon ruptured circumferentially, at a pressure below 6 atmospheres (atm). When the balloon ruptured, the ruptured portion flipped back over the tip of the catheter, causing the dilatation catheter diameter to be larger; thus, the device was unable to fit into the introducer for removal. Resistance was noted during removal and some force was applied. The catheter shaft separated, with the distal portion of the balloon remaining on the guide wire. During attempts to remove the guide wire with a snare device, the distal portion came off the guide wire, but was able to be brought to the level of the puncture site and was successfully removed via a surgical cutdown procedure. Post procedure, the patient was doing fine. No additional information was provided.